Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode presented to the hospital emergency department after receiving shock therapy. Review of stored device data noted several episodes containing t-wave oversensing and oversensing of noise that resulted in delivery of inappropriate shocks. Noise was able to be reproduced when the patient was laying down and when rolling around. Technical services (ts) discussed troubleshooting options. The patient was discharged and referred for further evaluation by an electrophysiologist (ep). The patient was then seen by an ep, who, felt that the implant technique and location/position to be the root cause of the reported clinical observations. The patient will be scheduled for a revision procedure on an unknown future date. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that surgical intervention was undertaken. The s-ICD and electrode were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode presented to the hospital emergency department after receiving shock therapy. Review of stored device data noted several episodes containing t-wave oversensing and oversensing of noise that resulted in delivery of inappropriate shocks. Noise was able to be reproduced when the patient was laying down and when rolling around. Technical services (ts) discussed troubleshooting options. The patient was discharged and referred for further evaluation by an electrophysiologist (ep). The patient was then seen by an ep, who, felt that the implant technique and location/position to be the root cause of the reported clinical observations. The patient will be scheduled for a revision procedure on an unknown future date. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode presented to the hospital emergency department after receiving shock therapy. Review of stored device data noted several episodes containing t-wave oversensing and oversensing of noise that resulted in delivery of inappropriate shocks. Noise was able to be reproduced when the patient was laying down and when rolling around. Technical services (ts) discussed troubleshooting options. The patient was discharged and referred for further evaluation by an electrophysiologist (ep). The patient was then seen by an ep, who, felt that the implant technique and location/position to be the root cause of the reported clinical observations. The patient will be scheduled for a revision procedure on an unknown future date. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that surgical intervention was undertaken. The s-ICD and electrode were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.